Event description:
Removal of right percutaneous rep tube today which broke. Pt was sent for imaging and the tip of the catheter was retained in the kidney. The case was discussed with md to schedule removal in the operating room. Unk - placed at outside hospital.